Event description:
Report received from the USA stating that service was required for the device. During service the hand control was not working. It is unk if the device was used in surgery. No injury or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the hand control was not working. If additional info becomes available a supplemental report will be submitted.